Event description:
Reporter indicated that a dell handheld computer's screen froze on the main menu and the programming screen after interrogation. A hard reset was performed to reslove the issue. The device will not be returned.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.